Manufacturer narrative:
The event of lead migration was reported to abbott. The migration was confirmed on x-ray. The patient underwent a revision where the lead was returned to its original position. Effective therapy was restored. The results of the investigation are inconclusive since the device has not been returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02713. It was reported that the patient's scs leads had migrated. Surgical intervention occurred on 14 april 2023 where the leads were pulled down into position.